Event description:
Customer reported that he was hospitalized. Customer stated that he was told at first they thought he had an infectious disease but they found that he did not. Customer stated that possibly the insulin pump is not functioning properly. Blood glucose at the time of the admission was 600 mg/d; treated with insulin drip. He was put back on insulin pump and his blood glucose went back up. Customer stated he does not have a backup plan. The insulin pump is on suspend and is being treated with insulin injections. It was stated the drive support cap is recessed, the tubing has no air bubbles and customer was able to rewind and perform manual prime. No insulin leaks found and basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The cannula was not bent but was occluded. Customer was advised to change the entire infusion set and reservoir. Current first blood glucose value was 509 mg/dl and then 414 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.